Event description:
Central services noticed a piece was missing from the instrument and notified the operating room. They re-read the films from the prior day's surgery. They discovered the broken piece on the film and notified the dr. The dr informed the pt. The pt requested the piece be removed. The dr re-operated and the piece was removed. The pt suffered no adverse effects as a result of this incident.